Manufacturer narrative:
A united states customer contacted the siemens customer care center regarding a falsely depressed vancomycin (vanc) patient sample result on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation. Hsc reviewed the instrument data logs and the information provided by the customer. The vanc assay quality control results recovered within the customers established ranges and no issues were noted with other patient samples indicating that the dimension vista system and vanc assay were performing acceptably. Reprocessing of the same sample yielded expected results. A potential product issue has not been identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system. The result was reported to the physician(s) who questioned the result. The customer then reprocessed the same sample on the same system and on an alternate dimension vista system. Higher results, considered correct, were obtained. The reprocessed vanc result from the initial dimension vista system was reported as the corrected result. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.